Manufacturer narrative:
Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
On (B)(6) 2011 pt's mother reports son was wearing f55t lenses. He claims the lenses were blurry and was not able to see out of them. The pt is now having surgery and believes it is due to the lenses. Several attempts to f/u with the pt for more info was made with no reply. On (B)(6) 2011, further review of the complaint determined that this event is reportable for lack of info and outcome.